Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side "signs of intracapsular rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: the device was broken shell and red particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side "signs of intracapsular rupture." Device has been explanted.